Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination found the shaft polymer extrusion was severely stretched and flattended and kinked. The damage extended from the midshaft down distal from the port site. Further examinations noted a break in the outer extrusion at the proximal edge of the proximal balloon sleeve. The inner wire lumens stretched down. Apart from the break in the outer extrusion at the proximal edge of the balloon sleeve, no damages were noted with the balloon material that could have contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no kinks or damage to the hypotube. No other issues were identified with the returned device during the product analysis.

Event description:
Reportable based on device analysis completed on 15mar2021. It was reported that device could not cross lesion. The stenosed, 3.25mm in diameter target lesion was located in the mildly tortuous and mildly calcified left main artery. A 10/3.25 flextome cutting balloon was selected for use. During procedure, it was noted that the device could not cross lesion. The procedure was completed with another of same device. No complications reported and patient is stable post procedure. However, device analysis revealed a break in the outer extrusion.